Event description:
Rec'd info from the manufacturer's representative indicating, the pt has not experienced the same level of symptom relief on one side subsequent to being wanded for security at a golf tournament in november 2005. The name of the golf course is unknown. The representative consulted with the engineer who recommended impedances be repeated at a higher amplitude;however, a subsequent attempt was unsuccessful because the pt is sensitive and cannot tolerate the higher voltage. The pt's setting is currently at 1.5v. Impedance is currently at default settings and measured 690 ohms for case pairs and 1395 ohms for all bipolar pairs, which is in normal range. The representative indicated they may have exhausted programming options at this point. Add'l info has been requested by medtronic from the health care professional regarding the reported event. No report has been rec'd of device explant. A supplemental MDR follow-up report will be sent to FDA if add'l info becomes available.